Event description:
It is reported that upon impacting, a piece of the stem broach impactor fractured off. The piece was retrieved.

Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.